Event description:
Customer reported a malfunction on the pump, with no prior notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisting the customer in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.